Manufacturer narrative:
The pod was received deployed. Inspection of the needle mechanism components found no damages or deficiencies that would result in the needle mechanism deploying early. The pod completed both priming sequences and no bolus delivery. Although no issues were noted with the needle mechanism, it could not be determined when the needle mechanism deployed. A root cause for the reported needle deploying early could not be determined. The original download data contained high pulse widths with no drive stalls. No hazard alarms were found. The pod was rerun to see if the high pulse widths would be replicated. The rerun data contained no timeouts, drive stalls, or hazard alarms, indicating the pod functioned as intended. The drive mechanism assembly found no damages or manufacturing deficiencies that would contribute in high pulse widths. The high pulse widths did not interfere with the deployment of the needle.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used.